Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty isolation card. The device was evaluated and the reported issue was confirmed as it was noted in decon that the unit booted up to splash screen with continuous beep. Installed test isolation card, and test processor card. Used u.I. To complete decon. Replaced isolation card. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d UDI related data quality updates only UDI format updated with available product information per gudid as requested h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was getting alarm 106 (non-recoverable system error), they had disconnected and reconnected the communication connector and reseated the circuit boards but the issue persisted, they want to send it in for assessment. Per sample evaluation results on 14nov2023, it was reported that the processor card was faulty contributing to the reported issue. The l tube and double bend tube were expanded. Performed 2000 preventive maintenance service on the unit.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty isolation card. The device was evaluated and the reported issue was confirmed as it was noted in decon that the unit booted up to splash screen with continuous beep. Installed test isolation card, and test processor card. Used u.I. To complete decon. Replaced isolation card. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device that was getting alarm 106 (non-recoverable system error), they had disconnected and reconnected the communication connector and reseated the circuit boards but the issue persisted, they want to send it in for assessment. Per sample evaluation results on 14nov2023, it was reported that the processor card was faulty contributing to the reported issue. The l tube and double bend tube were expanded. Performed 2000 preventive maintenance service on the unit.